Manufacturer narrative:
The customer was provided with a return label to have their glidescope gvm video monitor returned to verathon for evaluation; however, at the time of the report the device has not been received. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm video monitor, the image would disappear intermittently. The customer indicated the procedure was completed with an unknown device. The length of time to prepare the second device was not reported. No harm to the patient or user was reported.

Manufacturer narrative:
The glidescope titanium video cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned cable where they were able to verify the reported image issue. When connected to a test video monitor and blade, the image would disappear intermittently. A visual inspection also showed that the cable was kinked badly and had excessive wear on both connectors. The glidescope operations and maintenance manual (omm) states, "before every use, ensure the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Since the customer received a replacement device, the returned cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.